Manufacturer narrative:
Patient¿s age was not provided. (B)(4). Approximate age of device ¿ 8 years. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported the patient¿s lactate dehydrogenase (ldh) level was 909 u/l (baseline: 300¿s u/l), was experiencing shortness of breath, and elevated powers and increased flows were occurring. The chest x-ray showed that the patient had pneumonia. On (B)(6) 2017, the patient was admitted into the hospital for sepsis/pneumonia. Power and flow elevations were observed in the system controller log file but then returned to the baseline. The patient quickly decompensated, requiring IV pressor support, dialysis, and life support. The health professionals are uncertain if the issue was multi-organ failure secondary to sepsis, or thrombosis secondary to sepsis. The family requested withdrawal of care and the patient expired on (B)(6) 2017.

Manufacturer narrative:
The investigation confirmed the reported power elevations via the submitted log file, the investigation did not confirm the reported device thrombosis; a specific cause for the reported elevated lactate dehydrogenase (ldh), thrombosis and power elevation cannot be conclusively determined. It was reported that the pump would not be returned for evaluation. No further information was provided. No product available for investigation. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.